Manufacturer narrative:
Tsp inspected and evaluated the needle electrodes that were involved in incident at littleton regional hospital. Initial fear was that electrodes were significantly degrading during use. Upon initial inspection it appears that whole sharp end of electrode is eroded away. In addition to involved electrode, other exemplar electrodes were sent for comparison and conmed electrosurgery pencil control. Close inspection reveals that metal electrode tips are still intact, and that it is plastic insulating sleeve that covers straight part of metal electroce has elongated, partially covering point. Tsp's findings are as follows: 1) conmed pencil is ok, and has no apparent involvement in problem; 2) metal points on electrodes are showing normal amount of discoloration and wear for use. Erosion of metal tip is not taking place to any significant extent, and; 3) plastic sleeve on electrode tip is becoming elongated in use. This is characteristic of way thermoplastic acts when it becomes very hot, near to its melting temperature. Electrodes with fine point and small cross section heat up much faster than wider, more solid tips. Since hemostatic effect is result of arc and not temperature of tip, it may be just as effective to try lowering cautery output setting as much as possible. Overheating of tip can cause plastic parts to deform. Reaction of plastic sleeve is not desirable. Obstructs view of tip, and could cause part of sleeve to slough off and be retained in pt. Primary issue would be obstruction of visibility of tip. Tips are produced by megadyne, out of draper, ut. Product number is 0016m 2096-6. Other vendors such as conmed and valleylab should be contacted to determine if their tips perform in similar manner to megadyne at same power settings. If other vendor's electrodes are not subject to same prolbem, hosp should consider changing vendors. Tsp can conduct such an eval if you desire. Most facilities are involved with buying groups which specify limited list of vendors. Tsp can work within your contraints to determine if there is product that will perform better. 300008.